Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi received a sureform 60 blue reload for the reported complaint and completed device evaluations. Failure analysis could neither confirm nor replicate the customer reported complaint with the returned sureform 60 blue reload. The reload was returned used/fired without any issues. The reload was disassembled in-house for inspection and no damage was found. A review of the site¿s system logs for the reported procedure was conducted and there were no observed events in the system logs that would suggest a product issue related to the reported event and the logged events were in line with normal system functionality. An isi advanced failure analysis engineer (fae) conducted a stapler log review and found the following: the logs show that sureform 60 stapler instrument (part #480460-09, lot #t90201109-0063) fired six reloads (3 blue followed by 3 white). All firings were completed per the logs. Firings 2 and 3 had no pauses for compression, and all other firings had 1 pause during firing. There were no incomplete clamps in the procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, oozing was observed from the staple line form by a sureform 60 stapler instrument and sureform 60 blue reloads. The staple line oozing required medical intervention to resolve.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, there was ¿oozing at the staple line¿ of ¿slow bleeding of less than 2 cc of blood¿ after the surgeon tried to staple the ¿antrum of the stomach¿ with a sureform 60 stapler instrument and sureform 60 blue reloads. The sequence of reload firing was reported as blues, white, white, white. All reload colors, with exception of blue, fired correctly. There were properly formed b-shaped staples but slight oozing from the staple line resulted. Staples would ¿lay down ok and the staples were formed but hemostasis was not achieved with blue loads.¿ there was no excessive bleeding and no blood transfusion was required. The surgeon oversewed the staple line with four sutures to resolve the issue. The procedure completed robotically with no report of patient injury. There have been no reported post-operative complications and the patient was reported as doing fine. On 25-feb-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the initial reporter who was present for the procedures and spoke with the surgeon: it was reported that there were no intraoperative instrument collisions and there were no staple fires on any hard object. The tissue was not calcified, there was no tissue tension, and buttress material was not in use. The stapler instrument and all reloads were inspected prior to use and there were no obvious visible issues. There were no known system errors and no report of malformed staples. There were no stapler clamping issues and no reloads stuck to any tissue. There was no report of tissue pushing/bunching. The surgeon attributed the cause of the staple line oozing as related to an issue specific to the sureform stapler blue reloads. The less than 2 cc of slow ¿oozing¿ was resolved by placement of 4 sutures. There were no other intra-operative complications or medical intervention required. The sureform 60 stapler instrument was discarded following use.